Manufacturer narrative:
Replacement breast shields were sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump. At that time she also reported that she ha been diagnosed with mastitis by her physician and was prescribed an antibiotic.